Event description:
The user rec'd erroneous results for approx 20-40 pt samples for multiple assays. The user provided only one example of an initial t4 result of 25 ug per dl that reran with a result of 4 ug per dl on the other cobas 6000. The user stated the erroneous results were reported out, and she had no way to check if the pts were adversely affected.

Manufacturer narrative:
The field service rep determined there was a bad measuring cell and noted prior to his arrival, the user had performed a measuring cell cleaning and temporarily resolved the problem. He checked all alignments and syringes, performed mechanical checks and checked sippers for clots and leakage. He then replaced the measuring cell. To verify the analyzer performance, he ran performance tests, calibrations and qc with all results meeting specifications.